Manufacturer narrative:
Should additional information become available this event will be updated and resubmitted.

Event description:
Boston scientific received information that this implantable right ventricular (rv) lead was implanted temporarily with an externalized pacer because the patient required a system explant due to infection and therapy was needed due to pacemaker dependency. Therefore this lead was implanted temporarily until a new system can be implanted in the near future. Currently this rv lead remains implanted and in service. No additional patient effects reported.